Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to see option to see any patient. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to see option to see any patient. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was able to login but unable to view patient options on the station. A technical support specialist (tss) identified that the customer was not assigned to the appropriate area required to access the pyxis station. The customer was advised to contact their supervisor or pyxis administrator for assistance in assigning the appropriate area for using the pyxis station. Once assigned correctly, the customer confirmed the issue was resolved. The system functioned as intended after the issue was resolved.